Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller having a glitch in the screen of the controller was confirmed via the submitted photograph (see attached figure 1) and the returned system controller. In addition, the reported event of the no external power alarm was confirmed via the submitted and downloaded log file. The system controller, serial number (B)(6), was returned to abbott burlington in unremarkable physical condition. The system controller underwent functional testing and passed all tests without issue. It was at this moment where it was observed that there was a vertical line in the lcd screen of the controller and the reported event was confirmed. The controller was disassembled for inspection of the internal components and no issues were observed. The lcd screen itself seemed to be in unremarkable condition when turned off. The lcd screen was replaced on the lcd printed circuit board (pcb) and the issue was resolved, indicating that the vertical line issue was with the lcd itself. The submitted log file labeled a5101424 and the downloaded log file contained partially overlapping data spanning approximately 7 days (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured atypical power cable disconnect along with no external power alarm active from (B)(6) 2021 at 11:04:32 to 11:04:37 due to a dual power cable disconnect. During this time, both power leads to the controller were disconnected from external power causing the alarm. The backup battery was able to support the system controller and allow the pump to operate at the fixed speed. Power cable disconnect alarms occurred in between these alarms due to the lack of external power in the white power cable. The alarm resolved when the power leads to the controller were re-connected to external power and the rsoc and bus voltages were restored to their expected threshold voltages. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain the various ways to power the heartmate 3 lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cables must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The system controller, serial #: (B)(6), was shipped to the customer on 15feb2021. Heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ and heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a glitch in the screen on the controller. The log file review observed a no external power alarm that looked to be caused by the patient disconnecting both leads from the power module. There were no other unusual events seen within the log file. The controller was exchanged on (B)(6) 2021 and the patient was discharged from the hospital on (B)(6) 2021.